Event description:
It was reported the pt called sjm regarding this silzone valve which was implanted in 1998 and explanted in 2007, due to paravalvular leak. The reoperation went fine with no complications.